Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 456.342s, lot: 8835474, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: february 10, 2014, expiry date: january 01, 2024. Only sterilization and packaging was made at synthes gmbh. As this complaint is not related to sterilization and packaging no device history record (DHR) review from synthes gmbh is needed. Part was manufactured at monument, therefore a new task will be to monument for review of unsterile part 456.342 with lot 7552948. Manufacturing location: monument, manufacturing date: december 05, 2013. Part: 456.342, 10mm/125 deg ti cann troch fixation nail 420mm/right, lot: 7552948 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance met all inspection acceptance criteria. Inspection sheet, inspect dimensional met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 456.314.3, lock driver tfn, bp55, lot: 7410561. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final met all inspection acceptance criteria. Part: 456.314.2, 125 degree lock prong tfn, bp58, lot: 7526055. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process acceptance sheet, op045442 rev a met all inspection acceptance criteria. Inspection sheet ns043901 rev c met all inspection acceptance criteria. Part: 21069, tialnbri18.00, bp80, lot: 7484460. Certificate of test supplied by allvac was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The received picture was reviewed. On the picture, the proximal end of the nail including blade hole is visible. There is no damage or other issue visible and therefore the complained malfunction cannot be confirmed based on the picture. The manufacturing documents were reviewed and no complaint related issues were detected. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Photo review: the received picture was reviewed. On the picture the proximal end of the nail including blade hole is visible. There is no damage or other issue visible and therefore the complained malfunction cannot be confirmed based on the picture. Investigation selection. Investigation site: cq zuchwil. Selected flow: functional. Visual inspection: the returned tfna nail show some deep scratches in the guiding hole. The locking mechanism inside the nail is screwed down too far and is also damaged. Otherwise the rest of the instrument is in good condition. Summary: the complaint condition that a tfna screw or blade cannot be attached to the nail can be confirmed. However, it is clearly visible that the position of the inside locking mechanism was screwed down too far and consequently prevented the insertion of the screw. The surgeon commented also the same issue, after he removed the nail. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. For more details, please refer to the current technique guide. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an im femoral nailing procedure performed on (B)(6) 2019, surgeon had difficulty inserting neck screw through the proximal hole in the nail. There was no problem when drilling, preparing the hole before screw insertion, however the screw couldn¿t be inserted as usual and it got stopped/ blocked during insertion at certain point. Therefore, surgeon took the screw out and tried to use tap. Unfortunately, same thing happened, tap had gone only until certain point through the nail hole and got stuck/ blocked. Possible problem with insertion handle/aiming arm alignment was excluded. Guide wire was also replaced for new and alignment was checked. Surgeon decided to remove the nail as the femoral neck screw gone only until same point and further insertion wasn¿t possible. Also, when screw was removed, there were noticeable marks/scratches on the screw after insertion attempt. When nail was removed, surgeons and theatre staff noticed visible prominent metal imperfection inside of the nail proximal neck screw hole which was blocking the screw from correct insertion. Surgery was completed by using different length tfn and same femoral neck screw with no problem during insertion. Same insertion handle, aiming arm or guide wire were used to implant new tfn nail. Surgery was delayed for approximately twenty-five (25) minutes due to reported issue. Patient outcome is unknown. Concomitant devices reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1); unknown insertion handle (part# unknown, lot# unknown, quantity# 1); unknown guide wire (part# unknown, lot# unknown, quantity# 2); unknown tap (part # unknown, lot # unknown, quantity 1); unknown tfn lag screw (part # unknown, lot # unknown, quantity 1); unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) 10mm/125 deg ti cann troch fixation nail 420mm/right-ster. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.